Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic urinary tract surgery, while suturing of the soft tissue, the thread broke. To complete the case, another device was used. The patient is alive with no injury.